Event description:
Therapist was unable to advance suction catheter into endotracheal tube because catheter had bent over upon itself, twisted and fully collapsed inside its sheath. The product was removed from pt. The product was examined by the co's rep - who took pictures of the device.